Event description:
It was reported by the patient that their communicator exhibited a red call doctor icon. The patient called the hospital. The hospital told the patient to call technical services (ts). Ts advised the patient to call their cardiologist. Latitude reports showed that this right ventricular (rv) lead exhibited a gradual rise in shock impedance. The impedance was high out of range, which resulted in a red call doctor icon on the communicator. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported by the patient that their communicator exhibited a red call doctor icon. The patient called the hospital. The hospital told the patient to call technical services (ts). Ts advised the patient to call their cardiologist. Latitude reports showed that this right ventricular (rv) lead exhibited a gradual rise in shock impedance. The impedance was high out of range, which resulted in a red call doctor icon on the communicator. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Initial reporter is the patient. Due to eea patient privacy laws, patient information is restricted. Boston scientific initiated a corrective and preventive action (CAPA) investigation to investigate similar events of gradually rising daily subthreshold, low-voltage shock impedance (lvsi) measurements. It was determined that gradually rising lvsi can be correlated with shock coil calcification that is more prevalent with expanded polytetrafluoroethylene (eptfe) coated reliance defibrillation leads. This calcification may develop over time, resulting in elevated high voltage shock impedance (hvsi) measurements and shock efficacy may be reduced. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with eptfe coating to exhibit this phenomenon and included recommendations for identifying impacted leads and guidance for mitigating patient safety risk. Reliance leads with eptfe coating were manufactured from 2002 to 2021 and are no longer available for distribution.